Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that during the procedure, both mcl20 clip appliers did not fire or reload properly. A 3rd mcl20 was used to complete the case. There was no consequence to the pt.